Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that the spinal cord stimulation sys was explanted 15 days after implant due to infection (symptoms and treatment not reported). The causative organism was not known at time of report. The pt was stable and 'doing fine'. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.